Event description:
It was observed that during the device evaluation, the lightsource exhibited a broken power button. There were no reports of patient involvement.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer's investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The investigation confirmed the reported event of a broken switch. However, based on the information obtained from the investigation result, a root cause and occurrence cause could not be identified. Olympus will continue to monitor the field performance of this device.